Manufacturer narrative:
(B)(4).

Event description:
On 14jul2017 a representative from an eye care provider's (ecp) office called to report that a patient (pt) was diagnosed with a corneal ulcer while wearing the acuvue advance brand contact lenses. The representative did not provide any additional information regarding the pts diagnosis, treatment or outcome of the event. The contact information for the pt was not provided. It is unknown which was the affected eye. The date of the event is unknown. The lot number and the availability of the suspect product is unknown. This event is being reported as a worst case event as the diagnosis and treatment were not verified with the pt or the pts treating ecp. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.